Event description:
Neurosurgeon (highly experienced with lumbar catheter placement) was attempting to place a lumbar catheter and the guidewire seemed to be too tight inside diameter of the catheter causing catheter to "kink", "bunch" and tear leaving catheter tip in pt. This incident occurred with lot #1052792. While reporting this incident, the surgeon reported possibly 4 other incidents from last week with the same result. The catheter bunched and the tip remained in the pt's. No attempts were made to retrieve catheter tips from the pt's. Neurosurgeon opened a sterile catheter to demonstrate to the neurospecialist how the catheter kinked. Additional info was received on may 24, 2006: there were 2 other incidents involving this device that were previously not reported. All 3 incidents involved devices manufactured under the same lot, identified as 1052792. All 3 pt's are reportedly recovering. This medical device report is linked with medical device report numbers 2648988-2006-00022 and 2648988-2006-00023.

Manufacturer narrative:
Ten unopened samples were received from the hosp. An investigation shows the products comply with all manufacturing specs and device history record reqs. A failure investigation finds that the product functions as designed when the package insert instructions are followed. A simulation as to the cause of the bunching finds that the guidewire, if coiled around the fingers to improve the the hold or grip, the coiling action on the guidewire affects the smooth removal of the guidewire from the catheter being the root cause of the bunching/kinking. The bunching then causes the catheter to shear against the touhy needle when excessive force is applied to remove the bunched catheter/guidewire. Uncoiling the guidewire resulted in a smooth removal of the guidewire. The investigation concluded that the occurrence is due to surgical technique.